Manufacturer narrative:
Product investigation has not been completed; no conclusion could be drawn, as no product was received. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a trochanteric fixation nail advance (tfna) was implanted. The nail broke on an unknown date post implantation. The patient was referred to the surgeon to perform the revision. The reporter states the patient history is unknown by facility. The patient was revised to an angle blade plate. There was no report of surgical delay or patient harm. The devices were removed easily without additional intervention. Surgery was completed successfully. Concomitant devices reported: tfna helical blade (part# 04.038.300. Lot# h282914, quantity 1) distal screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) nail. (B)(4).

Manufacturer narrative:
(B)(6). Patient code (B)(4) is used to capture additional medical/surgical intervention required. A device history record (DHR) review was performed: manufacturing location: (B)(4), manufacturing date: 12-dec-2016, expiration date: 30-nov-2026: part #: 04.037.159s, lot#: h248148 (sterile) - 11mm/130 deg ti cann tfna 380mm/left- sterile. Quantity 5.: inspection sheet for in-process/inspect dimensional/final and tfna assembly met inspection acceptance criteria. Component parts reviewed: 04.037.914.2 - lock prong 130 degree, tfna bp-55 lot ¿ l063626, 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ 9937550, 04.037.912.3 - tfna lock drive bp-58 lot ¿ h196543 21127 - raw material lot bp-80 lot - h123944. Raw material was received from (B)(4). Certificate of analysis received from (B)(4) for (B)(4) meet specification. Raw material receiving/putaway checklist meet requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. A product investigation was performed. The returned 11mm/130 degree ti cannulated tfna 380mm/left (04.037.159s) is a component of the titanium tfna system for intramedullary fixation of proximal femur fractures (technique guide). The returned device was examined and the complaint condition was able to be confirmed as the device was found to be broken at the proximal locking hole. Provided x-rays were reviewed and the nail was not found to be clearly broken in the provided imaging. No root cause could be determined with the provided information. The complaint condition was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis is possible due to post-manufacturing damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.